Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient partially dislocating complaints of pain secondary to surgery significantly impacting quality of life.